Manufacturer narrative:
Additional information date rec¿d by MFR. The customer reported this event to the FDA through medwatch: uf/importer report # (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿j-loop¿ (extension set connector) would not screw tightly into the end of the patient¿s IV (intravenous) catheter. This was further described as ¿the threads seemed to be stripped¿. This was identified while starting an IV. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufactured between the dates: february 22, 2018 to february 25, 2018; february 27, 2018 to march 02,2018. The used device was received for evaluation. A visual inspection with the naked eye was performed, through the bag in which the sample was received, which did not identify any abnormalities that could have contributed to the reported condition. As the sample was contaminated, a functional test could not be performed. The reported condition of was not verified due to the nature of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.